Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mah862, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide specific number of devices with suture breakage issue during use in the procedure. How was the case completed? Has the product been returned yet? Note: events reported in 2210968-2019-89605, and 2210968-2019-89606.

Event description:
It was reported that a patient underwent a plastic surgery procedure on an unknown date and suture was used. During the procedure, the suture kept snapping when tying off or suturing. There were no adverse patient consequences reported. Additional information has been requested.